Event description:
It was reported that following the implantation of an elevate posterior, the patient experienced moderate de novo dyspareunia - "left sided coccygeus pain began about 2 weeks ago when intercourse attempted." The patient is "to return for injection of lidocaine". The event is considered not recovered/ not resolved (continuing). There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stating during exam it was determined that the patient had no pain on either right or left sacrospinous ligament or coccygeus muscle. The event was considered resolved/ recovered with no sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.